Manufacturer narrative:
The customer's complaint of a hole in the tubing could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported noticing a hole in the tubing which resulted in blood backing up into the tubing. There was no patient harm.